Event description:
Rptr began having scar tissue problems and chest wall inflammation problems in 7/91 due to her implants. Most of her activities have been halted and/or permanently stopped because of soreness and sometimes severe stabbing pains which occur in the chest area in the locality of the implants. She can no longer work out with weights or endure any activities which make her chest bounce. In 5/92, she began to exhibit signs of fibromyalgia and a "host of other conditions."